Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs 006-ff010000. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 20-feb-2018 with the following findings:there was no evidence of ¿call service 006¿ eeprom eeprom (electrically erasable programmable read-only memory) write error alarms in the pump history. The 006 call service alarm was duplicated during the investigation. The pump case was removed and the motor flex connector was observed to have failed due to internal moisture damage nearby and there was moisture observed on the u22 eeprom chip. Unrelated to the original complaint, it was observed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.